Manufacturer narrative:
G4: 29sep2020. B4: 30sep2020. Oxygen leak error occurred due to incorrect setup with the unit, this is considered a user error. No malfunction occurred with the unit. Based on this information the complaint is non-reportable . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21sep2020.

Event description:
The customer reported internal high o2 alarm. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue and found an error due to oxygen leakage from wall outlet. The manufacturer¿s international service technician restarted the unit and corrected the oxygen leakage to address the reported problem. The unit successfully passed the required performance verification test.